Event description:
It was reported that the mixing pump was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank in an arctic sun device. Unit had filling issues and replaced pump head and manifold transducer on circulation pump. Replaced both pump heads and manifold transducer. Per sample evaluation results received on 11may2023, it was reported that the unit had filling issues. It was stated that the 1/2 l tube was replaced due to expansion.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold transducer. The device was evaluated and the reported issue was confirmed as it was noted that the unit was unable to fill. Manifold transducer was faulty, causing the circulation pump not to fill. Manifold transducer was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the mixing pump was not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank in an arctic sun device. Unit had filling issues and replaced pump head and manifold transducer on circulation pump. Replaced both pump heads and manifold transducer. Per sample evaluation results received on 11may2023, it was reported that the unit had filling issues . It was stated that the 1/2 l tube was replaced due to expansion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.